Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
Patient suffered fracture to both tibia and fibula on (B)(6) 2012. On (B)(6) 2012 patient underwent surgery at (B)(6) hospital with stryker products. Following the presentation of complications, patient suffered an infection following one of these surgeries. Further surgery was undertaken on (B)(6) 2012. Surgeon alleged that one of the two distal screws of the intramedullary nail were broken in situ.